Manufacturer narrative:
Visually inspected and verified the insert has water and vibration meets spec. The insert was tested on a digital thermometer gauge # 6116 due date: (B)(6) 2019. The temperature is 88.1° degrees meets spec. Specification states not to exceed 118.4° f. (Per frs-9175 rev. 9). Insert has a bend in the lamination stack and low inductance (2.26) does not meet spec.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where an overheating insert resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a 30k fsi-pwr-fg-100 insert, the cavitron tip was over heating not vibrating; no injury resulted.